Event description:
This is an international report of a transfer set wehre some cracks were noted on the twist clamp. There was patient involvement but no paitent injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged miniset mainbody. No functional problem was observed during the plant evaluation however, visual flaking was confirmed. The root causes is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available.